Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to dig out little bits of cotton from myself- vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Painful- vagina [vulvovaginal pain]. Tampon fell apart when taking it out. Dig out little bits of cotton from myself. Painful [complication of device removal]. Consumer stated on social media that the tampon fell apart when she was taking it out. No serious injury was reported.